Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, on (B)(6) 2025. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).